Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿apply sample¿ message and also was powering off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues occurred on (B)(6) 2015 in the morning. The patient detailed that she does not currently take any medication to manage her diabetes and that she continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that immediately after the alleged issues occurred she developed symptoms of feeling ¿shaky and high anxiety¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that it was the first time the meter had been used. The power issue was resolved with training. In addition it was found that the patient was following the incorrect testing procedure by applying the blood sample to the face of the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issues occurred.